Event description:
Same case as: 2134265-2008-01537, 2134265-2008-01538. It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, multiple interventions were performed in the right coronary artery (rca). Procedure notes provided by the physician state multiple instances of in-stent restenosis occurred. Pt presented with recurrent and severe chest pain. The restenosed lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm maverick balloon. A 3.0 (length unk) taxus express2 drug eluting stent could not be delivered. Further inflations were made with a 3.0x20mm maverick balloon. The physician was able to place a 3.00x32mm taxus express2 drug eluting stent, distally. A 3.5 (length unk) taxus express2 drug eluting stent was deployed proximally. An uncovered portion remained, which was covered with a 3.00x12mm taxus express2 drug eluting stent. The entire proximal one-half of the rca was stented with the taxus stents. Medication given: integrilin. Satisfactory angiographic results were obtained and the pt was transferred in satisfactory condition to the ptca unit. Plavix was prescribed for a minimum of 6 months. Eleven months post the taxus stent placement, the pt presented with recurrent anginal symptoms. Angiography identified severe in-stent restenosis in the previously stented rca. Multiple dilatations were performed with a 2.5mm non-bsc balloon. The physician deployed 3.0x33mm, 3.5x33mm, and 3.5x12mm non-bsc stents totally covering the previously placed taxus stents. A good angiographic result was obtained, reducing the areas of stenosis to less than 10% with a timi 3 flow. Three days post the reintervention, the pt presented to the emergency room with tingling in the left arm and tightness in the chest. The pt took nitroglycerin and had some improvement, but the discomfort continued. Pt was to be discharged home later that day if nuclear scan portion of stress test was negative . It is unk if intervention was needed. Twenty one months post the taxus stent placement, the pt was admitted to the hospital for angina and history of coronary disease. Angiography demonstrated significant in-stent restenosis of the rca. The pt subsequently underwent cutting balloon (MFR and size unk) angioplasty of the region of in-stent restenosis. The pt had an excellent angiographic result post catheterization. The pt is to continue aspirin and plavix indefinitely. Later in the day, the pt required add'l treatment. Severe focal in-stent restenosis was identified along with 2 other mild in-stent restenosed lesions. The physician attempted to use a 4.0x15 cutting balloon (MFR unk), but it hung up at the beginning of the stent on the obtuse margin. A 4.0x20mm quantum maverick balloon was used, inflating up to 14 atms in all three areas of restenosis. A diameter of approx. 4mm was achieved. The pt is to continue aspirin and plavix indefinitely. Three years and 5 months post the initial taxus stent placement, the pt was admitted after having 5-6 days of increasing but intermittent chest discomfort. Angiography identified in-stent restenosis of 30-40% in the mid portion and 80-90% in the mid to distal portion of the rca. The lesion was not predilated. A 3.50x24mm taxus express2 drug eluting stent was deployed, inflating to 18 atms. The stent was post dilated using a 4.0x15mm quantum maverick balloon. A 0% residual stenosis was the result with timi grade 3 flow throughout the vessel. The pt is to continue aspirin and plavix indefinitely.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.